Event description:
During bunionectomy and placement of 2 implanted screws a zimmer-biomet drill bit snapped off while being driven under power in the pt's bone and was unable to be retrieved. A second drill bit then snapped while pt presented to asc for austin bunionectomy with placement of 2 implanted screws. The pt was consented and taken to the or and anesthetized and procedure started. At the point in the procedure where the screws were to be placed from a zimmer-biomet 2.5mm cannulated screw tray, a k-wire was inserted into the bone and a drill bit was ran over the k-wire. While under power from a stryker command 2 hand piece, the drill bit snapped at the level of insertion into the bone. There was no ability to reverse the drill or remove the broken section of drill bit without causing further damage to the bone. The physician decided to trim the k-wire flush with the bone surface using a pin cutter. The reduction of the bone and a lack of sharp edges resulting from drill bit, bone, or k-wire was confirmed with c-arm imaging. The drill bit had drawn the bone sections together in a tight junction. Moving to the second screw location, the k-wire was placed and again the drill bit was passed over the wire. For the second screw site, the drill bit was being hand-driven by the physician and a similar failure occurred. This time, the broken section of drill bit was removed in whole, and the screw was successfully placed. See scanned pages.